Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 02/21/2017 device evaluation: the pump has been returned to animas and evaluated on 01/27/2017 with the following findings: all of the keypad buttons were normally responsive. No damage was found to the button contacts. Moisture was observed in the pump. There was evidence of moisture corrosion on the printed circuit board.